Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on ad (B)(6) 2020 were reviewed on ad (B)(6) 2020 by a clinician to identify product issues and/or patient harms. Patient received left primary pfc sigma tka to treat degenerative joint disease of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without reported complications. Primary implant sticker sheet is available on page 11 of the medical records. On (B)(6) 2014, the patient sent a letter to depuy with complaints of a ¿snapping¿ in the knee joint when moving. On (B)(6) 2020, the patient sent a letter to depuy with complaints of pain, emotional distress, and, ¿being restricted in what and how¿ he could accomplish daily tasks. Records indicate the patient was revised due to pain. Upon entering the knee, the surgeon identified and excised pericapsular scar tissue before removing the tibial insert. The femoral component, patella, and tibia were all revised due to loosening at an unknown interface. The patient was then implanted with depuy revision knee components utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2020. Left knee.

Manufacturer narrative:
Product complaint#: (B)(4). This is a duplicate of 1818910-2020-06324. 1818910-2020-06324 will be kept for investigational purposes.